Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
Upon investigation the is screw does not disengage from the bar.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet screw was returned for investigation. There were no allegations against the bridge that was listed as an associated item. Visual evaluation of the as returned products identified that implant, screw and bridge were engaged. Functional testing was performed to disengage the device but that was not possible. Pre-existing conditions noted in the per were 'smoking, low bone density ¿ type iii and good oral hygiene'. Device history record (DHR), complaint history and sterilization review (unknown biomet screw): none could be performed as the item and lot numbers were unknown. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and 'does not disengage/release' event was confirmed. However, 'screw fracture' event could not be verified with the available information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. PMA/510(k) number not available.

Event description:
It was reported that the screw that connects the implant with the bridge fractured. The doctor confirms that the procedure was completed and that the patient will not have to return in the future to complete it. Inflammation was reported as a consequence of the event.